Event description:
During index procedure the patient had two endeavor sprint drug eluting stents implanted in an unknown location. It is reported that approximately 30 months post index procedure the patient suffered a stroke.

Manufacturer narrative:
Evaluation results and conclusions: (cva/stroke). (B)(4).